Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with both proximal and distal end struts flared. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and the balloon wings appear slightly relaxed suggesting that they were subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 17aug2019. It was reported that crossing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery artery. A 4.00 x 20 synergy drug-eluting stent was advanced but failed to cross. Upon removal, it was noted that the shaft got kinked. The procedure was completed with a different device. No patient complications nor injuries were reported. Howeverm returned device analysis revealed stent damage.